Manufacturer narrative:
Evaluation summary: one image was returned for evaluation. Per the image, a blistered wound was observed on the patients skin. The vs-402 venaseal kit was not returned for evaluation. No allegation of product defects or procedure failure was noted during the initial procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used the venaseal for treatment of the patients right great saphenous vein (gsv). The area treated was the knee to the junction. The procedure was successful and vein closure was achieved. It was reported the patient presented post procedure with a skin reaction, where the skin was open and raw. The physician sent the patient to an allergist with sample of venaseal glue. The allergist injected small amounts of venaseal glue into patient¿s back and all injected sites blistered. The patient¿s skin is reported to have healed.